Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site granuloma. On an unknown date, the patient experienced stoma site discomfort, and yellow secretions. The patient was prescribed augmentin 500 mgs 3 times per day. On an unknown date, it was reported that the patient completed antibiotic treatment, and is still experiencing purulent stoma site discharge. The patient was advised to regularly cure the stoma site.